Event description:
Drive devilbiss healthcare was notified of a complaint involving an oxygen concentrator by an insurance carrier regarding a fire loss on (B)(6) 2023. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.